Event description:
A surgeon reports the replacement of an intraocular lens (iol) due to pt seeing glare or bright light all the time. The association between this event and the iol is not known. Additional info has been requested.